Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the patient's right atrial lead exhibited lead noise whenever they would move their left arm across their body. The patient was not dependent. Programming changes were made. The patient was stable throughout.